Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to replace the blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. The blower motor was return for analysis. Root cause: failure of silicone sealant of wire harness to motor body caused leak testing to fail, repair of sealant remove all leakage failures. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed system leak test failure. The ventilator was not in use on a patient at the time of the reported event.